Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via a company representative that a patient was injected with skinvive¿ by juvéderm, patient presents "constant facial swelling, dry skin, mild edema in the malar region." Treated with ibuprofen 100mg every 8h for 5 days; cephalexin 500mg every 6h for 5 days, no improvement. The event is ongoing.